Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device will not connect with the tower. The issue was identified during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the product inspection results, olympus confirmed the reported failure and determined cause the transducer failed to be recognized by the generator as well as failed to product any output power due to a faulty transducer. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.